Event description:
Allegedly, patient revised due to metal debris, swelling and discomfort.

Manufacturer narrative:
This is the same event as 3010536692-2015-00485. (B)(4).

Manufacturer narrative:
Additional information received on (B)(6) 2017 from legal. Updated explant information.